Event description:
A physician attempted an arteriotomy closure using a starclose device after a diagnostic procedure in the right groin. An angiogram was performed, however; the vessel size, condition, and arteriotomy location are unknown. There were no reported problems during the procedure or the device closure. It was reported "the patient looked good and was discharged home three (3) hours after the procedure." Later that evening, the patient presented "cross-town" in an emergency room. A retroperitoneal bleed was reportedly diagnosed by unknown means and surgically treated. The surgical procedure and anesthesia used are unknown. No lab results or blood transfusions were reported. It is unknown whether the patient was admitted to the hospital or when he might have been discharged. The patient is now reported to be "fine." Although requested, no additional information was available.